Event description:
It was reported that an asymptomatic and pacer dependent patient presented for a routine generator change procedure. Upon interrogation, it was observed that the right atrial (ra) lead exhibited reproducible noise oversensing, with stored electrocardiograms (egm) citing an inappropriate mode switch (ams) activity. The lead was explanted and replaced. The patient was discharged with no reports of adverse consequences.